Event description:
As reported from the netherlands by an edwards lifesciences affiliate, during a transfemoral transcatheter aortic valve procedure, there was extreme resistance advancing the commander delivery system into the esheath. The delivery system was stuck in the loader and in the esheath. The resistance caused the loader to be pushed back, and the valve became stuck in the esheath within the loader. The valve was removed from the esheath with tweezers. The devices were removed and exchanged. The procedure continued without issue or patient injury. During pre-decontamination evaluation of the device, it was observed that the esheath had a split distal tip.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: additional code added to h6 component code, additional codes added to h6 type of investigation, corrected codes in h6 investigation findings, corrected codes in h6 investigation conclusions. The 16fr esheath was returned to edwards lifesciences for evaluation. The esheath was visually evaluated and the following was observed: liner fully expanded as designed, distal tip open and split, scratches observed on hdpe, kink in the proximal end of the loader tube. Due to the returned condition of the device, functional testing and dimensional analysis were unable to be completed. A device history record (DHR) review was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the esheath and delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of the risk management documentation was performed, and the reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The split distal tip of the esheath was confirmed during evaluation of the returned device. The observed scratches on the sheath shaft are an indication of the presence of calcification within the access vessel. Calcification can each subject the sheath to suboptimal angles during sheath or delivery system insertion, advancement, and/or withdrawal, which can lead to non-coaxial alignment and increase interactions between the devices and access vessel, potentially leading to the observed tip split. In addition, sharp nodules of calcification can damage the sheath tip through direct contact. If excessive manipulation was used to overcome the resistance that was experienced, it may have also contributed to the tip split. As such, available information suggests that patient (calcification) and/or procedural (excessive manipulation) factors may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.